Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the lead integrity alert (lia) had triggered. There was 1 patient alert for lead failure predictor on (B)(6) 2010. There was also interference/noise noted. The ventricular short interval count avg/day between (B)(6) 2010 was 80. Oversensing was also observed. There were 15 ventricular non-sustained tachycardia episodes with less than 210 ms cycle lengths between (B)(6) 2010 and 11 ventricular fibrillation episodes with less than 200 ms cycle lengths between (B)(6) 2010. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of electromagnetic interference. It was also reported that there was no capture and dislodgment on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.